Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting guidance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Product analysis # (B)(4): medtronic performed an evaluation of six palindrome kits. A visual inspection of the returned devices noted that they were still sealed in the packaging. The labels on the packaging stated the cannula length to the cuff to be 23cm, but the labeling on the devices themselves said 28cm. Measurements confirmed that the lengths on the device and external labeling did not match. The reported condition was confirmed. Product analysis # (B)(4): additional analysis will be performed on the returned devices. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, prior to use, the packaging did not physically match, the product of 8888145015 are the product of 8888145016. In addition to local labels, foreign english labels also showed that they did not match the actual product. The catheter was not repaired and there was no leak. There was no cleaning agent used on the device. And tego was not utilized. There was no luer adapter issue. There was no damage to the device box /packaging and sterile barrier was intact. The product was replaced as a remedial action. There was no patient involvement.